Event description:
Additional information received indicated the patient experienced vaginal pain and post coital bleeding. The revision surgery was on (B)(6) 2009 that included 1 cm trim of mesh erosion, mobilization of edges and re-epithelialization.

Manufacturer narrative:
Event date: (B)(6) 2009.

Event description:
Related to MFR report no.: 2183959-2014-00196, 2183959-2014-00197, 2183959-2014-00199, 2183959-2014-00200. It was reported the patient had her perigee graft revised in (B)(6) 2009. It was further noted the patient was using estrogen creme. No further patient complications were reported in relation to this event.